Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge. Additionally, the customer was wearing the cartridge tubing facing up. Tandem clinical support educated the customer to properly cycle the cartridge before use and to wear mobi cartridge facing down when in use. The customer's blood glucose level displayed as "high." There was adverse impact to the customer's blood glucose level, though a specific value was not provided. The customer did not take any actions initially to address the high blood glucose, and no third-party assistance was required. The customer subsequently changed supplies and resumed insulin therapy.